Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing of the minute ventilation (mv) sensor as observed on atrial tachy response (atr) events. In addition, intermittent high out of range pace impedance measurements greater than 3000 ohms were observed on the right atrial (ra) lead, which was noted to have been occurring for a while. The ra lead is not a boston scientific product. The patient was noted to only receive ra pace therapy three percent (3%) of the time so no atrial pacing inhibition has been observed. Boston scientific technical services (ts) indicated that the intermittent high impedances are due to a device header spring contact issue. Ts recommended to program off the rate response trend (rrt) feature to avoid additional instances of noise and oversensing of the mv sensor but indicated that this does not resolve the intermittent high out of range ra pace impedance issue. Ts also provided guidance that monitoring the ra lead will be difficult, so it is recommended to observed ra sensing and threshold measurements carefully. Ts also noted that the right ventricular (rv) lead diagnostic data looks okay. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
This supplemental report is being filed based on trend inclusion and an updated evaluation conclusion code.